Event description:
Baxter received a customer report involving a patient who had a surgical procedure on february 7 2006. After the procedure, a pca infusor with a watch was attached to the paitent. The patient was then trasnsferred to the ward. The infusor contained 120 mg of morphine with normal saline for a total fill volume of 60 ml. Each ml contains 2mg of morphine. The infusor was attached to the patient at 1730 hours at 2300 hrs, the patient had a respiratory arrest. When the infusor was checked, it was noted that 40 ml of the drug solution is gone. The patient was given narcan to reverse the effect of morphine. The patient had no ill effect since. Patient status was reported as alert and oriented.